Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during planned (non-emergency) procedure. The assigned procedure was completed by moving the patient to another system. It was reported to philips that the system unable to perform fluoroscopy. Upon troubleshooting the philips field service engineer (fse) went onsite and checked the system unable to perform fluoroscopy due to grid failure. On further checking, fse found mrc tube not working and it's the main cause of unable to perform fluoroscopy. To resolve the issue, fse replaced the mrc tube. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.